Event description:
It was reported via repair work order that the head left side rail had the incorrect label which reversed the gatch/fowler controls when pressed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.